Manufacturer narrative:
The rinse block and associate tubing may contain blood, diluent, clenz and control material. A bci field service engineer (fse) replaced tubing through vl49 and cleaned the lines from the probe with bleach and verified the instruments operation. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report that the rinse block was loosened and leaked isoton fluid. The customer was wearing personal protective equipment (gown, gloves and goggles). No change to patient treatment, no death, serious injury, or blood exposure to mucous membranes or open wounds been reported in association with this event. The operator did not seek medical attention.